Manufacturer narrative:
The customer states that they had a run of 9 premature ventricular contractions that the customer believes was ventricular tachycardia. The cns (central monitoring system) did not alarm when the patient went into ventricular tachycardia. The full disclosure did not capture when the patient went into ventricular tachycardia. No patient harm was reported. Nihon (B)(4) continues to investigate the reported event. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr part 803.56 if the product is returned for evaluation or when new information is obtained.

Event description:
The customer states that they had a run of 9 premature ventricular contractions that the customer believes was ventricular tachycardia. The cns (central monitoring system) did not alarm when the patient went into ventricular tachycardia. The full disclosure did not capture when the patient went into ventricular tachycardia. No patient harm was reported.

Manufacturer narrative:
Manufacturer narrative: the customer states that they had a run of 9 premature ventricular contractions that the customer believes was ventricular tachycardia. The cns (central monitoring system) did not alarm when the patient went into ventricular tachycardia. The full disclosure did not capture when the patient went into ventricular tachycardia. No patient harm was reported. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.